Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device will be returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged component - bearings, crani handle damaged, missing balls and ball bearings fell apart. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion and temperature. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the returned device by reliability engineering, it was determined that the device failed that cutter insertion assessment and had a drilled neuro-tip leg and neuro-tip . Therefore the reported condition was confirmed. It was further noted that the bearings were corroded and broken creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. Failure was caused by excessive side loading causing the bearings ware out and break. The issue with the drilled neuro-tip leg is indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neurotip. The issue with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The bearings showed signs of damage that is indicative of damage caused by improper cleaning. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.